Event description:
It was reported that during removal, the surgeon found the patient left shoulder implant to be damaged. The glenoid was missing a chunk. Surgeon only removed the glenoid from the patient. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Device will not be retuning, surgeon kept implant.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the cause of the revision reported cannot be determined from the information provided, but may have been related to the cage glenoid component, which was reportedly found to be ¿missing a chunk¿ during the revision surgery. It is unclear if the glenoid was excessively worn, the polyethylene fractured, or if the cage/peripheral pegs disassociated from the polyethylene body. The exact events and order of events cannot be confirmed because no images of the explanted device or radiographs were provided and the revised component was not returned to exactech for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.